Event description:
While drilling the bone in preparation for screw insertion, the user inadvertently depressed the release button on the drill guide. The guide slipped to a setting 15mm deeper than intended, and the drill penetrated the contralateral side of the vertebral body. This resulted in additional soft tissue disruption.